Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged. The pt recently experienced non-st elevated myocardial infarction (mstemi) and had continued symptoms of intermittent chest pressure. The pt was to undergo evaluation for a repeat cystoscopy and was, therefore, referred for diagnostic cardiac catheterization. The vascular access site was right common femoral artery. Angiography revealed a focal 99% stenosed distal obtuse marginal (om) with diffuse plaque throughout. At this point angiomax and plavix were administered. After act returned to a therapeutic range, an al1 guide catheter was advanced to the left coronary ostium. A 300cm non-bsc guidewire was then advanced across the distal om lesion. Next, an express 2.5x8.0mm bare metal stent was advanced over the wire but was unable to cross the lesion and was withdrawn. Upon removing the stent delivery sys, it was noted the stent had dislodged from the delivery balloon but still remained on the catheter. Next a quantum maverick 2.5x8.0mm balloon was advanced to the distal lesion but it was not possible to cross the lesion. The balloon was exchanged for a maverick over the wire 1.5x20mm balloon. After some difficulty the maverick balloon crossed the lesion site. The balloon was inflated to 15atms for 15 seconds. At this point the pt complained of throat tightness and there were signs of st elevations. The pt was given intra-arterial nitroglycerin and solu-medrol for a possible contrast reaction. The throat tightness resolved. Next, the quantum mavericl 2.5x8.0mm balloon was advanced across the coronary guide wire and attempts were unsuccessful to cross the lesion. Due to the difficulty in crossing the target lesion, the guide catheter and guide wire were removed. The sheath was exchanged and 6fr al2 guide catheter was then advanced toward the left coronary ostium. There was difficulty in engaging the left coronary ostium with this guide catheter so it was exchanged for a 6fr non-bsc guide catheter. A 0.014x190cm high-torque floppy wire was then advanced across the distal om lesion and a second 0.014x190cm high-torque floppy wire was advanced down the left circumflex (lcx). Next a maverick 1.5x20mm maverick balloon was advanced over the guide wire but the second guide wire could not cross the distal lesion and the non-bsc guidewire was exchanged for a 0.014x190cm non-bsc guidewire. This finally resulted in a successful crossing of the lesion with the maverick balloon which was then inflated to 20atms for 90 seconds. There was evidence of tight stenosis across the balloon even with the prolonged inflation. A quantum maverick 2.5x8.0mm balloon was advanced but would not cross the distal om lesion. Attempts were made with a maverick 2.0x9mm balloon but this balloon would not cross the lesion either. Given the continued difficulty in crossing the lesion with any of the balloons larger than 1.5x20mm the procedure was aborted. Angiography showed timi-ii flow down the distal om vessel with no evidence of dissection. Reopro was administered along with mucomyst. Electrocardiogram showed minimal lateral st elevations that resolved with serial 12-lead monitoring over the course of 30 minutes post-procedure. The pt was admitted and continued with reopro infusion for 12 hours post-procedure. The pt was instructed to use aspirin and plavix indefinitely. No further intervention or further pt complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).